Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that errors has occurred in the external pulse generator (epg) and it was noted that there was a backlight issue, connector on the main printed circuit board (pcb). It was noted that the output connector assembly and the lower case were both broken and the hanger assembly, hanger o-ring and hanger screw were all missing. It was noted that the down arrow button was flat and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.